Manufacturer narrative:
The full lead was returned, and analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was explanted electively. Subsequently, the leads tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.